Event description:
Outflow valve separated from the pump housing causing free flow of blood. Subsequently, there was a loss of system volume and pump flow which lead to clotting and resultant expiration.